Event description:
The customer alleged a manufacturer hill-rom bed, serial number (B)(6) that had exposed copper wiring on the power cord. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).